Event description:
It was reported that a male patient born in (B)(6) was in the cath lab and the intra-aortic balloon (iab) was prepped well. During the insertion of the iab through the super arrow-flex (saf) sheath, it became stuck. The iab and saf sheath were removed together. There were no patient injuries or complications noted. No medical/surgical intervention was required. The patient is listed as "fine" after incident, but died of cardiogenic shock despite use of catecholamine drugs on (B)(6) 2010. Per the physician, the cause of death was cardiogenic shock. Reference MDR #1219856-2010-00725 for second event involving the patient.

Manufacturer narrative:
(B)(4). Follow-up report will be filed if additional information becomes available.